Manufacturer narrative:
Per investigation by the manufacturing site: the customer's description can be confirmed; a part of the ceramic insert has broken off. As there are traces of smoke on the inside of the ceramic, it can be assumed that the loop burned through during use. The ceramic may have been damaged by the resulting heat. In addition, corresponding signs of use can be seen on the surface of the shaft. As dents can be seen on the surface, it cannot be ruled out that the ceramic may have already been damaged by careless handling, e.g. During reprocessing. It can therefore be assumed that the user is at fault. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
Correction has been made to sections d1, d2a, d2b and d4 updated the material number from r27050xb to 27050xa. The device in question was returned to the manufacturer on february 7, 2025. This information is reflected in section d9. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
It is unknow if the device will be returned to the manufacturing site for investigation. In the event the device returns and relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported during a turp biopsy procedure on (B)(6) 2024, there was a breakage of the ceramic. No negative impact in state of health reported, the doctor was able to remove the broken piece floating around and there was a surgal delay of approximately 25 minutes while attempting to remove the broken pieces. However, it was reported that it's hard to tell if the broken piece may have cut the patient on the way out.